Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access at the aorta for the patient admitted in with plan for a coronary artery bypass graft (CABG) surgery due to multivessel coronary artery disease. The patient presented at scai stage e shock at the elective pump implant. The other underlying medical history was not shared. The 5.5 was placed via the 23fr sheath and 10mm gelweave graft. The instructions for use speak to a 10mm x20 hemashield platinum graft. After the graft was accessed with the 23fr introducer the team applied the graft locks, however there was persistent bleeding outside the distal end of the graft. To remedy the bleed they had to place 3 heavy silk ties to achieve hemostasis. The troubleshooting was necessary despite the team using all best practices at the access. Bleeding in this clinical context is a known and expected risk associated with impella 5.5 support, particularly in the setting of major cardiac surgery and direct surgical aortic access. The pump remained on for support to date till wean and explant. No other intervention, such as blood product delivery, had been deemed necessary. The patient survives.

Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in h3. Investigation summary: fluid leak / patient-device interaction / major bleed: the cause of the bleeding was not determined due to the introducer returned peeled away, preventing reproduction testing, and insufficient clinical details.

Manufacturer narrative:
H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.